Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product is implanted in patient.

Event description:
It was reported that omega3 dynamic hip screw system was used yesterday. As he was putting the lag screw in, the distal end of the screw deformed & he was unable to remove the screw after this as the lag screwdriver would no longer attach to the lag screw. 60 minute surgical delay.